Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure and had the entire spinal cord stimulator (scs) system explanted. The patients current lead was fractured below the clik anchor. The lead was explanted and replaced with two 8 contact leads. The patients ipg was also replaced. All explanted products were discarded by the hospital and will not be returning.